Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: na.

Event description:
It was reported that 2 64l bd¿ extra large sharps collector did not come with lids. The following information was provided by the initial reporter: 2 cases did not come with lids.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that two cases did not come with lids (lids missing) could not be verified due to the product not being returned for failure investigation. According to the device history record review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (21500963) reported under this customer complaint. A review of the non-confirming material review (ncmr¿s) was performed; the result showed no issue reported for missing lids for the same part number throughout the last twelve months. According with this investigation and lot number provided, this product was manufactured by flex on may 30, 2022, however, there is not enough information provided from customer like pictures of original packaging in order to determine the root cause.

Event description:
It was reported that 2 64l bd¿ extra large sharps collector did not come with lids. The following information was provided by the initial reporter: 2 cases did not come with lids.